Event description:
Peg kit was pulled for case per md request and opened to field at appropriate time. During set up of the peg, it was noted that the tube itself was missing from the kit. Rn went to obtain a new kit.